Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the right ventricular pacing lead was rising. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4)-2013. Max rv pace impedance rises from an approximate baseline of 1250 ohm the week ending (B)(4)-2013 to > 3500 ohm the week ending (B)(4)-2013.

Manufacturer narrative:
Product event summary: the proximal segment measuring 21 cm of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Analyst commented, all electrical testing was within specified parameters.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance values. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead was explanted and was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).